Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100519160. Model/catalog description: reservoir . Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had difficulties with the activation of his device. As a result, the tenacio pump was explanted and replaced with a ms pump. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100519160. Model/catalog description: reservoir. Unique identifier (UDI) # (B)(4). Correction to field h9: correction/removal reporting #.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had difficulties with the activation of his device. As a result, the tenacio pump was explanted and replaced with a ms pump. No patient complications were reported.